Event description:
It was reported that during a surgical procedure at the user facility, the device ran without user activation after the trigger was released. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a surgical procedure at the user facility the device ran without user activation after the trigger was released. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
This was determined to be a duplicate emdr report. This event was previously reported under manufacturer report number 0001811755-2014-04285. Fields in this report were updated to match the fields of that report. Failure analysis is in progress; additional information will be submitted as a follow-up report under manufacturer report number 0001811755-2014-04285 once the quality investigation is completed.